Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed that no anomalies were found. Blood was present in/on the helix mechanism. (B)(4): the full lead was returned and analyzed. Analysis results revealed that no anomalies were found. Blood was present in/on the helix mechanism. (B)(4): the full lead was returned and analyzed. Analysis results revealed that no anomalies were found. Blood/body fluid was present on all conductors (not obstructed).

Event description:
It was reported that during a left side biventricular implant attempt the right ventricular (rv) lead, the right atrial (ra) lead, and the left ventricular (lv) lead were not able to be placed due to patient anatomy. The leads were not used and the patient was subsequently implanted with other rv and ra leads. No patient complications have been reported as a result of this event.